Event description:
Caller reports that this inform ii meter has brown/yellowish scorch marks from the point of the metal battery contacts to the bottom of the meter - both sides/both contacts. She thinks it looks like a burn mark. No adverse event reported. A request was made for the return of the device, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.